Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0njxy, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient had a hernia operation about six months prior to (B)(6) 2016 and after the operation had sub-therapeutic therapy. The rep did not know the exact month. On (B)(6) 2016 the doctor restaged a lead on the contralateral side. If the new lead worked, the doctor would connect it to the old implantable neurostimulator (ins), and if it did not work, the doctor would ¿pull everything.¿ the patient¿s indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Event description:
Additional information received from a manufacturing representative (rep) reported that the patient was restaged and subsequently re-implanted. Symptom relief was comparable to the original procedure. There was no issue with the lead that could be determined. The explanted product was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.